Manufacturer narrative:
No sample or visual evidence is available for review. Without such evidence, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.

Event description:
Subject is a (B)(6) year old female with history of resolved shortness of breath and pulmonary embolism as well as current smoker, shortness of breath, bilateral segmental pulmonary embolism. Contraindication to anticoagulation was due to active bleeding and second pulmonary embolism. On (B)(6) 2016, subject was admitted to the hospital, consented, and option¿ elite retrievable vena cava filter was placed without complication. She was discharged on (B)(6) 2016. On (B)(6) 2017, subject was diagnosed with extensive occlusive deep venous thrombosis involving the entire visualized left deep venous system. Correlation for may turner syndrome was considered. Subject also had chronic appearing nonocclusive thrombus in the right common femoral vein. The filter was retrieved on (B)(6) 2017. Subject completed the study at the one month post retrieval visits on (B)(6) 2018. The pi considered the event expected and possibly related to the ivc filter or procedure.